Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported a microsensor (ID (B)(4)) could not show the icp readings during the procedure. The monitor used was icp express (ID (B)(4)). The procedure was completed with a replacement product available. No patient injury reported and the event did not led to surgical delay.

Manufacturer narrative:
The microsensor (ID 826631) was returned for evaluation. Device history record (DHR) - the product 826631 for lot 5354852 (sn (B)(6)), and the lot met specifications when released. Failure analysis - the issue of the complaint was not confirmed. No visible damage to the millar sensor connector. The catheter mashed 6cm from sensor end. The cp express reading 510. The device passed electronic, noise, linearity/hysteresis, and signal drift tests. The root cause of the issue reported by customer could not be determined as the device worked correctly. However, the possible root cause of the defect reported by the customer could be due to excessive pressure applied to product.

Event description:
N/a